Event description:
About 1963 to 1980; rptr had six operations for a fibrocystic tumor problem. Then in 1981 a double masectomy was done because there were hundreds of small tumors forming. In 1985 rptr had silicone implants. Since 1980 rptr has had pain on her left side under the skin between the implant and skin. The left side is soft, feels like nothing is left in it. The right side is very hard, very little movement at all. Rptr has numbness in her arms and hands, severe headaches, stomach problems, colds, fever which rptr never had before, has gained a lot of weight, is always fatigued and has lost a lot of sleep. Rptr suspects contamination in her system.